Event description:
Additional information was received. Patient reiterated that they could not feel stimulation and that they had a fall. Patient programmer showed everything was on and patient was on program 3. Patient tried program 1 and increased stimulation to maximum and they could feel stimulation slightly. Patient would monitor and follow up with their hcp if issues persist.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the stimulation was not working and that they did not feel stimulation and have had a return of symptoms stating that "I've been going a lot again". Patient also stated that they tried using their patient programmer but experienced a poor communication. During troubleshooting patient was assisted in resolving poor communication by removing and re-inserting pp antenna and it was synced with the patient programmer and it showed that the stimulation was on and patient had the ability to change programs and adjust stimulation. Increased stim from p3 3.7 to p3 7.8. Pt confirmed she felt stim comfortably sitting standing and walking, and patient mentioned they were able to walk down the hall without having to use the bathroom. No further complications were noted or anticipated